Manufacturer narrative:
The insulin pump received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, bolus anomaly, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump was over delivering insulin causing them to have low blood glucose. The customer had contacted their doctor and was advised to treat with insulin pens. The customer experienced a low blood glucose level of 50 mg/dl. The customer's current blood glucose level was 180 mg/dl. Troubleshooting was performed. The pump programming was accurate. The reservoir was showing the same amount of insulin as shown on the status screen. Due to the customer being uncomfortable with the insulin pump, the customer was sent a replacement and the device was returned for analysis.